Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record for 00515047501, lot number z000006981, identified no relevant deviations or anomalies. Product examination found that the product functioned intermittently. Inside the battery pack, one of the batteries was found to have leaked. This complaint is confirmed. The root cause of the reported event was that one of the batteries had leaked. However, the root cause for the battery leak could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during surgery, the product didn't work when the switch was in high mode position, but was working on low mode. The surgeon used an alternative one to complete the surgery. No adverse events were reported as a result of this malfunction. Investigation found that one of the batteries was found to have leaked.